Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 289 mg/dl at the time of the incident. The customer received critical pump error after inserting new battery. The customer saw a red x on the display of the insulin pump. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error/open book image noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage.